Event description:
Voluntary medwatch received states that the patient presented symptoms of asystole. It was noted that the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. The lead was explanted and replaced. There were no patient consequences.